Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed t waves and had a change in qrs morphology which resulted in the patient receiving one inappropriate shock during exercising. Review of previous device data found several instances of inappropriate shock due to a change in morphology and t wave oversensing when programmed in both primary and secondary vector. The patient underwent an exercise test in the hospital, and they were not able to re-produce the same rhythm. The patient did note that they didn't feel well however, the physician attributes this to the conduction changes. Technical services discussed programming options. At this time, the device remains in service. No additional adverse patient effects were reported.